Event description:
On (B)(6) 2013, a physician (dr (B)(6)) called epimed reps to report an event that had occurred on (B)(6) 2013, involving epimed's 18 gauge rx-2 coude epidural needle (cat # 107-1418). During the procedure, the physician (dr (B)(6)) accessed the epidural space of the pt using the needle in question, proceeded to switch to the secondary blunt tipped stylet, and then directed the needle tip to the desired location. Once the needle stylet had been switched to the secondary blunt tipped stylet, the physician reported that she was unable to remove the blunt stylet from the needle. The physician tried to get the blunt stylet to release, and was unable to do so. The physician then asked an anesthesiologist (name not provide), who was present during the procedure, for assistance in removing the blunt stylet. The anesthesiologist attempted to remove the blunt stylet as well, but was unable to get the stylet to release. At this time, it was reported that the needle in question was removed from the pt and a new 18 gauge rx-2 coude epidural needle from the same lot was used (in conjunction with a catheter, make/model unk) to complete the procedure. The needle in question was never returned to epimed for an eval. The reported complaint included information pertaining to an injury sustained by the pt. It was reported to epimed that as a result of this procedure, the pt had become paralyzed. The degree and extent of the paralysis is unk and unconfirmed by epimed.